Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of approximately 280 mg/dl. Contact alleged that the pump was not delivering as intended. Customer reverted to an alternate method of insulin therapy.